Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had the ins removed and replaced with another company's ins. The caller said the ins was no longer charging, and the patient went to a doctor who said the ins needed to be replaced (it was mentioned needed something different, so that is why they put in another company's ins). The caller said the event date was at least a year ago, but could not confirm 2019 or 2020. The caller said the patient went to the doctor in (B)(6), and several months before that was when ins stopped charging. The caller then mentioned that the ins was taken out in (B)(6) or (B)(6). The reason for the call was to ask what to do with equipment for previous ins. Patient services sent a (B)(6) return label request to repair for return of the patient programmer (pp) as it is no longer in use. The caller stated that the hcp was dr. (B)(6) at the (B)(6) clinic at (B)(6).